Event description:
It was reported the device was used during a breast biopsy. It was reported the clip could be felt after the procedure. Surgery was done to excise clip, which revealed tip of plastic introducer present in breast tissue. There was no further pt consequence. The device was discarded.